Event description:
Procedure: lap roux-en-y gastric bypass. According to the reporter: the firing mechanism froze up and stopped firing and the stapler would not fire all the way through. The surgeon proceeded to cut out a portion of the area and then opened a new stapler w/dlu and started over. Or time was delayed approximately 15 minutes. There was no injury reported.